Event description:
Three (3) days post abdominal rectoplasty procedure (2/25/06) the catheter broke while being removed. An approx five (5) centimeter segment of the catheter remained in the pt. A procedure was performed on the same day (2/25/06) for the extraction of the remaining catheter segment, however, the remained catheter portion broke once again, and then the remaining catheter portion was extracted without any difficulty. The pt made a full recover with no additional complications.